Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A g7 depth gauge, part # 110010717 from lot 478205, was returned and evaluated against the complaint. Visual inspection confirmed the tip to be fractured at the last notch. Scuffing and surface scratching was observed on the handle. The etching is faded and discolored. Device was sent for further testing. Sem analysis of the g7 depth gage sample showed that it fractured due to bending overload. Suspected crack exit area identified near the edge, which was severely smeared and consists of debris. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 410 stainless steel. Review of the device history records identified no deviations or anomalies. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the depth gauge was bent and broke during tray assembly in the sterile processing department. There was no patient involvement or delay to the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.